Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: what was the exact ob-gyn procedure? Laparotomy hysterectomy, lymph node dissection. How was the lymphatic vessel leak identified? The leakage was identified by drain tube. It was about 900ml released a day. Was it identified intra-op or post-op? It was identified post-op. How was the leak addressed? A catheter was inserted from the inguinal region and the surgeon used an embolic medication in order to stop the lympha fistula. As a result, the drainage volume reduced to 400ml, but it was not stopped completely. As second treatment, a catheter was inserted through the thoracic duct from the clavicle part and also, the surgeon used the embolic medication too. The leakage was recovered. The patient is well now though she needed to stay in the hospital during about 1 month what type of catheter was used? The sales rep ask the type, but the surgeon did not answer it. What type of medication was given to the patient? Embolic medication. Was the patient's post-op care altered in any way? Yes, catheter treatment was needed and the staying hospital was longer. What is the patient's current status? The patient was discharged. What was the exact ob-gyn procedure? Laparotomy hysterectomy, lymph node dissection. How was the lymphatic vessel leak identified? The leakage was identified by drain tube. It was about 900ml released a day. What type of catheter was used? What type of medication was given to the patient? The type of catheter and medication is unknown. Was the patient's post-op care altered in any way due to the leakage? A catheter was inserted from the inguinal region and the surgeon used an embolic medication in order to stop the lympha fistula. As a result, the drainage volume reduced to 400ml, but it was not stopped completely. As second treatment, a catheter was inserted through the thoracic duct from the clavicle part and also, the surgeon used the embolic medication too. The leakage was recovered. The patient is well now though she needed to stay in the hospital during about 1 month. The patient has been discharged. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, after an open ob-gyn procedure, the blood vessel was sealed properly, but lymphatic vessel was not sealed properly, and lymphorrhea occurred. It was stopped with the use of a catheter and medication. The patients had underlying medical conditions such as diabetes and renal failure. The device was used on the blood vessels. The blade tip was not broken off and no pieces fell into the patient. The surgeon did not notice this issue during the operation. No further information is available.